Event description:
Device 3 of 4. Reference manufacturer reports: 1627487-2011-01908, 1627487-2011-01909 and 1627487-2011-01911. The patient received her scs system, including an ipg, two percutaneous leads and two leads anchors (from the same lot), on (B)(6) 2011. It was reported that the patient developed an infection at the ipg pocket site that was discovered on (B)(6) 2011. The physician stated that he believes the infection was caused by the patient removing and changing her bandages without sterilizing. The type of infection is unknown. The physician explanted the scs system due to the infection on (B)(6) 2011. The patient was treated with intravenous and oral antibiotic therapy. Follow up on the patient found that the infection has resolved. No further patient complications were reported.

Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Evaluation: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product. However, the nonconformance was identified as a cosmetic issue and did not affect product integrity or functionality. The device was, therefore, approved for use. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.